Event description:
It was reported that during an ureteroscopy procedure the fiber broke and stopped working. Another laser fiber was used to complete the procedure. There was no patient complication.